Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3 compounder for which the customer reported problem of when keying information into the control module another station activates and displays the character was not confirmed or reproduced during service by baxter personnel. The root cause was undetermined. Pump passed power up self test without any alarm. Additional information: a service history review revealed that the device has not been previously sent into service for the reported condition of ?keypad failure - incorrect response."

Event description:
Baxter received a complaint from a quality technician involving the automix 3+3 compounder. According to the facility, the device had a keypad issue on the control module before use during programming. When keying information into the control module another station gets activated and displays the character. The unit is being swapped. There was no patient impact, patient involvement, nor medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). The reported issue of keypad failure - incorrect response was not confirmed during sample evaluation. The membrane keypad on the control panel was replaced as per procedure. A follow-up report will be filed if any additional details become available.